Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and generalised tonic-clonic seizure ("tonic clonic seizure") in a 28-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation abnormal, cramps and myomectomy. Ethnicity african american. Concurrent conditions included fibroids, obesity, uterine fibroid and uterine adhesions. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one ) rapid weight gain"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain / lower legs pain"). In 2013, the patient experienced headache ("headaches") and hemiplegic migraine ("neurological conditions or problems type: hemiplegic migraine"). In 2014, the patient experienced generalised tonic-clonic seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness") and complication of device insertion ("complications or problems at the time of your essure procedure? Yes, complications due to surgery"). The patient was treated with methylphenidate, topiramate, verapamil, surgery (she had surgery to remove the essure implant hysterectomy (full), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, generalised tonic-clonic seizure, hypoaesthesia, vaginal haemorrhage, fatigue, headache, hemiplegic migraine, weight increased, abdominal pain, back pain, pain in extremity and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, fatigue, generalised tonic-clonic seizure, headache, hemiplegic migraine, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube: the lumen is filled with an essure. Left fallopian tube: the lumen is filled with an essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Ultrasound scan vagina - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: hemiplegic migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters and reporter information added. Plaintiff demography added. Lot number added. Events added from pfs: abnormal bleeding (vaginal, menorrhagia), fatigue, headaches, weight gain, abdominal pain, back pain, leg pain, tonic clonic seizure, complications or problems at the time of your essure procedure? Yes, complications due to surgery. Concomitant disease, historical condition, treatment drug and lab data added. Event migraine updated to hemiplegic migraine. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and generalised tonic-clonic seizure ("tonic clonic seizure") in a 28-year-old female patient who had essure (batch no. 761437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation abnormal, muscle cramps and myomectomy. Ethnicity african american. Concurrent conditions included fibroids, obesity, uterine fibroid and uterine adhesions. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one ) rapid weight gain"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain / lower legs pain"). In 2013, the patient experienced headache ("headaches") and hemiplegic migraine ("neurological conditions or problems type: hemiplegic migraine"). In 2014, the patient experienced generalised tonic-clonic seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness") and complication of device insertion ("complications or problems at the time of your essure procedure? Yes, complications due to surgery"). The patient was treated with methylphenidate, topiramate, verapamil, surgery (she had surgery to remove the essure implant hysterectomy (full), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, generalised tonic-clonic seizure, hypoaesthesia, vaginal haemorrhage, fatigue, headache, hemiplegic migraine, weight increased, abdominal pain, back pain, pain in extremity and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, fatigue, generalised tonic-clonic seizure, headache, hemiplegic migraine, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube: the lumen is filled with an essure. Left fallopian tube: the lumen is filled with an essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Ultrasound scan vagina - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: hemiplegic migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness") and migraine ("migraines"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypoaesthesia and migraine outcome was unknown. The reporter considered hypoaesthesia, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.